Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). A complaint was received regarding an attune knee construct stating: "patient had a previous tkr (attune) implanted by this surgeon, unable to get details as to the exact date but he said "maybe 18 months ago." Surgeon stated patient's tibial component must have been loose, and caused the patient to go into varus. He stated that as far as he was aware the patient did not have a stable or fall. Upon removing the tibial component the surgeon reiterated it was loose, and did not have any cement or bone on the tibial component." Device history lot = null. Device history batch = null. Device history review =null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Surgeon stated patient's tibial component must have been loose, and caused the patient to go into varus. He stated that as far as he was aware the patient did not have a stable or fall. Upon removing the tibial component the surgeon reiterated it was loose, and did not have any cement or bone on the tibial component.